Manufacturer narrative:
It was confirmed that the detector completely failed during the intervention. Further information was requested to conduct an investigation. A supplemental report will be submitted if additional information becomes available. This report was submitted august 26, 2016. (B)(6).

Event description:
Siemens became aware of a detector failure during an intervention on the cios alpha system. The intervention had to be stopped due to artifacts on images. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show the root cause as flux residue on a digital board part of the fd (flat detector) causing corrosion and an inadequate wash cycle. Since june 1, 2016, the production process has been improved to avoid flux residue and the wash cycle has been improved. The detector has been replaced and the system was returned to clinical use. No further actions are to be taken at this time.